Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens was returned in small vial. Visual inspection found no visible damage to the lens, and clear residue on the lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -3.0/+5/109 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced lens rotation not associated to a low vault. On (B)(6) 2017 the lens was explanted after the repositioning on (B)(6) 2016. The surgeon commented that the lens was explanted after "consicutive lens turns", and he opts for prk surgery.